Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm was reported to be reading high, and the patient self-administered approximately 50 units of insulin at 11:00 am. At approximately 1:00 pm, the patient received a sensor failure alert. At that time, the patient did not have access to a manual fingerstick blood glucose (fsbg) meter, as he was at work. A nurse at the hospital where the patient is employed observed that he was shaking and attempted to measure his blood glucose using a hospital meter; however, the device was unable to generate a reading due to the glucose level being extremely elevated. The patient was transported to the emergency room (ER), where a laboratory blood glucose measurement was obtained and reported as approximately 650 mg/dl. The patient was admitted to the ER at approximately 5:00 pm and was diagnosed with diabetic ketoacidosis (dka). He was then transferred to the progressive care unit (pcu). Treatment included intravenous insulin, IV fluids, and saline administration for supportive care. At the time of the report, the patient remained hospitalized, approximately 14 hours after admission. No additional diagnostic or treatment details were provided. The patient¿s condition was reported as stable and feeling fine at the time of reporting. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.